Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, there was a hardware failure, and they could not access medications in the top pocket of the tower.the customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware failed. A field service engineer (fse) inspected and found that the drawer 3 failed, checked the operating system firewall settings and found the firewall enabled. The fse modified the setting to disable, reviewed and adjusted all universal serial bus ports, as the sleep settings were originally enabled. The fse removed the latch column and inspected all latch harness connections. Extensive testing was performed using the hardware test application diagnostics and the main application, with no issues observed during operation. The system functioned as intended after the field service engineer resolved the issue. The fse adjusted the system settings for the firewall and sleep setting as they were incorrect.